Event description:
A territory manager contacted zoll customer support to report that a patient service representative (psr) was fitting a patient when the battery charger/modem made a humming noise and would not power on. The psr was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon receipt the power brick was defective. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger power brick. The patient received a replacement battery charger/modem.